Event description:
It was reported that a patient with a 27mm 3000tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of 16 years, three (3) months due to calcification with central aortic regurgitation. Prior to the tavr procedure the patient had undergone cardiac arrest and was on ECMO. The tavr procedure was successfully performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.